Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia ipom surgical procedure, the mega suturecut needle driver had exposed wires and would not open or close after insertion into port. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was used on the patient, but the issue was discovered within seconds. No fragments or parts fell from the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have broken pitch cable at distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.